Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. After the end of the procedure, pericardial effusion was confirmed by echocardiography. After that, pericardial drainage was performed, the patient's pressure was restored and the patient left the room. The procedure was successfully completed. Patient required extended hospitalization. In the physician¿s opinion, the event occurred because the puncture site of the septum narrowed at the time of brockenbrough. No abnormalities observed prior to use of the product. Additional information was received. The physician¿s opinion on the cause of this adverse event was procedure related. Patient improved.

Manufacturer narrative:
Additional information was received on (B)(6)2025. The physician¿s opinion on the cause of this adverse event was procedure related. One transseptal puncture site was performed during the procedure. One catheter was used. Provided the generator and pump system information. Therefore, updated the d10. Concomitant medical products and therapy dates section. Additional information was received on (B)(6)2025. Transseptal puncture was performed with an rf needle. There was no evidence of steam pop. Prior to noting the cardiac tamponade, ablation was performed. No error messages observed on biosense webster equipment during the procedure. Additional information was received on (B)(6)2025. Patient fully recovered and was discharged from the hospital. The patient did not require extended hospitalization. Therefore, updated under h6. Health effect - impact code from hospitalization or prolonged hospitalization (f08) to recognized device or procedural complication (f15) and unchecked b2. Is hospitalization initial/prolonged. Additional information was received on (B)(6)2025. No issues with flow rate change at the start of the ablation. The correct catheter settings were selected on the generator. The flow setting was set to 15ml/min during ablation, pre: 2sec, post: 5 sec. The device evaluation was completed on (B)(6)2025. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6)2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).